Event description:
Per complaint 48665, a dental implant screw fractured. The implant was removed over 3 years after placement. No additional adverse patient consequences were reported.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for report submission date, updated to report device evaluation results. Updated for device return date, for follow-up report submitter, for awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status and device, method, result and conclusion codes.

Event description:
Per complaint (B)(4), a dental implant fractured. The implant was removed six months after placement. No additional adverse patient consequences were reported.